Event description:
Unable to complete preventative maintenance (pm) on surgical holmium laser per the schedule set out by the OEM due to no OEM staff available to complete the pm as scheduled. Site has safety and regulatory concern due to missed maintenance for devices as lasers are high risk. Vendor has habit of rescheduling pm, missing maintenance timelines. This is the 2nd time vendor has missed pm. First occurrence was with serial number (B)(6) in november 2023.